Event description:
A customer observed multiple non reproducible, positively biased results using vitros troponin I es reagent on a vitros eci analyzer. The biased results were not reported out of the lab. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event. Analysis of the instrument datalogger files, quality control results, and sample handling process could not find no evidence to suggest that an analyzer or reagent error or inappropriate customer protocol had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unk.